Event description:
Info received indicates the bed exit is not working.

Manufacturer narrative:
The technician found the bed exit would set but not alarm. The technician replaced the air board to repair the bed.